Event description:
The facility reported after the bath footwell was filled with water, the patient was placed in the bath using the overhead hoist. There was a creaking noise and a bang and the tub became unstable. The patient was lifted from the tub. There were no injuries.